Event description:
It was reported that the patient developed a tympanosclerosis around the auditory ossicles in the middle ear. The fmt was fixed against the promontory.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.